Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when they were trying to cut the papilla of vater, "the cutting wire torn out." It was reported that no part of the cutting wire detached and fell into the patient. Additionally, the duodenoscope was not damaged. The device was removed and the procedure was competed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be doing well. Note: a photo of the complaint device outside the patient was provided by the customer and shows the cutting wire was broken and kinked.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when they were trying to cut the papilla of vater, "the cutting wire torn out." It was reported that no part of the cutting wire detached and fell into the patient. Additionally, the duodenoscope was not damaged. The device was removed and the procedure was competed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be doing well. Note: a photo of the complaint device outside the patient was provided by the customer and shows the cutting wire was broken and kinked.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken, kinked, and blackened. The working length was torn at the distal section. The device was returned without its guidewire. The device also had a torn guidewire lumen. Per media analysis, the picture showed that the cutting wire was broken and kinked. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Energizing the device prior to performing sphincterotomy can also compromise the cutting wire's integrity, causing premature cutting wire fatigue. Additionally kinking/bending the cutting wire can lead to break the cutting wire. It was also found that the working length was torn, specifically at the guidewire lumen. This could have been generated if standard guidewire exchange procedure over the last 5cm of the device was not performed. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.